Event description:
The account alleged that the head of the bed drops when the bed is idle for an extended period of time. No patient impact.

Manufacturer narrative:
The technician found the cardiopulmonary resuscitation valve was leaking causing the head cylinder to loose hydraulic pressure. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.